Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va05fum, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
The consumer via the representative reported the patient had a loss of efficacy. The lead showed a short (under 50 ohms on one combination). There was a report of a return of symptoms. Pre-op impedance check was performed today. Prior office impedance check done. The lead was replaced. The issue was resolved at the time of report.